Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on may 03, 2022. Twenty-nine samples in their original packaging of the finished good 139090 lot 2211627264 were received at the manufacturing site for investigation. The samples were visually inspected and functionally tested and the reported condition was confirmed in five of the samples. A corrective and preventative action has been initiated to investigate and address the reported condition. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the scalpel breaks easily. There has been no report of patient involvement. Per additional information provided on october 24, 2022, the entire blade is detaching from the handle.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.